Manufacturer narrative:
Daughter (B)(6) usually supervises user but did not on this occasion. (B)(6) was instructed how to lock out the lift to ensure mother does not use lift without supervision. Visit scheduled (B)(6) 2016 to see if any rail modifications are required.

Event description:
Customer has dementia and syncope and usually has assistance when using the lift. On this occasion she tried to use the lift unaided and did not secure the seatbelt when riding the stairlift in the downward direction. Fell forward out of the lift and fell down several steps breaking her wrist.